Event description:
The patient was in full arrest and CPR was in progress. The patient was shocked (defibrillated) x 2. The staff charged the machine to 200j, but the defibrillator failed to deliver the shock. This was attempted x 3. The red service light appeared as well as error code d00d. The staff turned the machine off, then back on, recharged it and was able to deliver shock. The patient continued in full arrest with asystole and was pronounced 9 minutes later.

Event description:
The patient was in full arrest and CPR was in progress. The patient was shocked (defibrillated) x 2. The staff charged the machine to 200j, but the defibrillator failed to deliver the shock. This was attempted x 3. The red service light appeared as well as error code d00d. The staff turned the machine off, then back on, recharged it and was able to deliver shock. The patient continued in full arrest with asystole and was pronounced 9 minutes later.